Manufacturer narrative:
This report is for 13 unknown screws/unknown lots. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date post-operatively it was discovered a patient had a non-union and signs of infection were observed. On (B)(6) 2014 the plate and screws were implanted to the patient with a distal tibia fracture. On (B)(6) 2014 the removal operation of the implants was performed. During the surgery, the screws at the proximal side were found to be broken. After the removal, external fixation was done. No surgical delay. This report is for thirteen unknown screws. This is report 4 of 4 for (B)(4).